Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure was observed. The customer confirmed that the device displayed an error message indicating "required maintenance." Upon review in rss, a hardware failure message was also noted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found during troubleshot visual inspection, auxiliary drawer 4.2 was found off bus. The row board cable was reseated, and the retractor band was partially disconnected and resecured. After restoring connections, testing resumed. Row e of the same drawer was not recognized, prompting disassembly and inspection of the row boards. Debris was cleaned, boards reassembled, and testing resumed with no further issues observed. The system functioned as intended after the field service engineer repaired the device.